Event description:
It was reported that the patient developed unspecified injuries resulting from a spinal fusion surgery from t3-pelvis using rhbmp-2/acs on (B)(6) 2008. No additional information has been provided.

Event description:
It was reported that postop, the patient reportedly experienced pain, uncontrolled bone growth, and nerve impingement.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in (B)(6) 2006, the patient sustained injuries from gunshot wounds and required surgeries. As a result of the traumatic event during which he was shot, his spine had a 35 degree curvature. It stabilized within a few degrees for a couple of years, but because of pain, he sought treatment in (B)(6) 2008. On (B)(6) 2008, the patient underwent posterior spinal fusion with instrumentation at t3-pelvis. The patient was implanted with rhbmp-2/acs. At the time of the surgery, he was battling decubitus ulcers, and because he was a paraplegic at the time, his risk of infection during and after the surgery was very high. After the surgery, a radiologist noted failed and/or vulnerable hardware in the patient. The patient experienced severe pain, worse than the pain he experienced before the surgery. In (B)(6) 2013, the patient was rushed to emergency room, where it was discovered that the pedicle screws were protruding from his back and were infected. Several of these placed screws were removed in a revision surgery on (B)(6) 2013. After this surgery, the patient was hospitalized and then transferred to a long-term rehabilitation center. He currently experiences severe, constant pain in his middle and low back. Further, he can no longer do things he could do before undergoing surgery, such as, inter alia, bending forward to tie his shoes or balancing himself in the shower.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.